Manufacturer narrative:
Internal insulation abrasion was found at 10cm to 11.5cm and at 33.5cm to 35cm from the lead tip. The rv and sensing conductors were visible, but the etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to high threshold. Externalized conductors were observed.

Manufacturer narrative:
No medwatch form was received.